Manufacturer narrative:
(B)(4).

Event description:
Device interrogation revealed impedances greater than 40,000 ohms. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.